Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "patient received uteral stints on (B) (6) 2010 and her knee became infected on sunday".